Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The cause of the increased intra-peritoneal volume (iipv) was determined to be: insufficient drain - false empty detect and use error inappropriate bypass of the low drain volume alarm. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated he was overfull and that his abdomen was swollen like a balloon and was vomiting during dwell 1. The technical service representative (tsr) had the hp immediately press stop and do a manual drain. The drain volume was 5016ml. The fill volume is 2000ml and the last fill volume is 2000ml. The hp stated he was getting check patient line alarm in the initial drain. The hp stated he bypassed the hc to fill because he thought it was ok. The hp stated he felt better after the manual drain. The tsr emphasized how important it is that the hp not bypass alarms without assistance. The hp understood. The tsr arranged for a swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets increased intraperitoneal volume (iipv) criteria. On (B)(6) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of iipv. The pdn stated was not aware of the event but stated the hp had not contacted them with any problems since. The pdn stated she would contact the hp and emphasize the importance of not bypassing any alarms without assistance. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet iipv criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.